Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the customer¿s basal programming was unknown. The customer was high up to 300 mg/dl. The customer had been using insulin pump within 48 hours of high blood glucose event. There were no basal in the insulin pump. The device will be returned.